Event description:
The pt had an orif of his left pelvis secondary to an acetabular fracture. The procedure lasted approx six hrs and was performed on this table. Two wks later, the pt returned to the or for repair of skin breakdowns in his perineal area. The skin breakdowns were believed to be the result of prolonged pressure to the perineum while the pt was on the table.